Event description:
It was reported that the tubing separated from the bd alaris¿ smartsite¿ low sorbing extension set, which led to chemotherapy medication leaking onto the skin of the patient and nurse. The following information was provided by the initial reporter: chemotherapy tubing pulled apart allowing chemotherapy to spill on skin of patient and nurse.

Manufacturer narrative:
The initial reporter also notified the FDA on (B)(6) 2022. Medwatch report# mw5107480 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing separated from the bd alaris¿ smartsite¿ low sorbing extension set, which led to chemotherapy medication leaking onto the skin of the patient and nurse. The following information was provided by the initial reporter: chemotherapy tubing pulled apart allowing chemotherapy to spill on skin of patient and nurse.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 10013902 lot number 21079014 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jul2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.